Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 4.1 hardware had failed. A field service engineer (fse) remotely accessed the device and guided customer on-site to remove cubies in hardware test application (hta). It was confirmed that the cubies were faulty. The unit was tested in hta, and the customer successfully performed inventory and reloaded medications into new cubies. The system functioned as intended after the field service engineer troubleshot the device.